Event description:
Customer reported that pt returned in an unspecified time following orthopedic procedure with incisional drainage. Wound was cleansed and monitored. Pt is currently well with no indications of infection.